Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip that opened while locked. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and large posterior flail segment. During a mitraclip procedure and xtw clip was deployed and it had passed establishing final arm angle (efaa). The clip was closed on the leaflets to about 20 degrees. After deployment the clip had opened while locked to about 25 degrees. The mr was reduced to grade 1+, and the clip remained stable. There were no adverse patient effects or clinically significant delay. No additional information was provided.